Event description:
A surgeon reported a patient experiencing blurry vision and loss of peripheral vision following bilateral intraocular lens (iol) implant surgery. The patient did a contact lens trial that was successful in improving his distance vision. In a follow up, the surgeon reported the event continues. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/17/2009 and 06/24/2009 by mail, fax and phone. A completed questionnaire and medical records were received. This report was mailed to FDA on: 07/10/2009.